Manufacturer narrative:
The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) provided troubleshooting options. Attempts to obtain additional information were unsuccessful. This system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information obtained from the field representative indicated that the source was not conclusively determined. Nothing was done and the patient will be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.